Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary set leaked at an unspecified location during product administration. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the secondary set leaked was not confirmed. Visual inspection of the set showed no obvious damages or issues. Inspection under magnification of the actuator tabs of the texium luer end also showed no issues. Functional and pressure testing resulted in no leaking. The root cause was not identified.